Event description:
It was reported that when advancing the recanalization catheter, the support catheter twisted and kinked over the recanalization catheter. Both devices would not advance any further into the vessel. Both devices were pulled from the body and the procedure was continued with a wire. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The microsheath was returned along with the crosser used during the procedure. The investigation is confirmed for failure to advance, retraction problems, and a kinked catheter, due to the condition in which the sample was returned (i.e. Multiple kinks and inner laminate peeling on microsheath). The definitive root cause is user-related as the customer was advancing a crosser s6 catheter in a microsheath support catheter. The info provided by bard represents all of the known info at this time.